Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings. Evaluation in process.

Event description:
On 04.04.2017 it was reported to k2m, inc. That a revision surgery took place in which a rod popped out of a polyaxial screw. Revision surgery took place (B)(6) 2017.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Examination of the hardware returned indicated that full-locking of the screws was likely and slip testing of a same-lot pedicle screw showed satisfactory results. It is likely that the non-use of fusion materials is the main contributor to the failure.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a revision surgery took place in which a rod popped out of a polyaxial screw. Revision surgery took place (B)(6) 2017.